Event description:
The customer's mother stated that the insulin pump alarmed during the manual prime. The customer's mother also reported that the customer was being treated with multiple daily injection therapy by her doctor. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that a malfunction occurred. The battery was stated to be not charging right. This started a month after implant.